Event description:
Revision of poly for knee infection.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon insert ps#7 9mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation not performed as no medical records were received. Device history review. Indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Revision of poly for knee infection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.